Manufacturer narrative:
(B)(4) date sent: 2/29/2024 d4: batch # 400c69 additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? The device locked out. No staples deployed and no cut line astarted. 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. 3. Was there any difficulty opening the device? No.4. If yes, how was the device removed from the patient?=>n/a. 5. If yes, did the jaws eventually open? Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with a gst60b reload present. The reload was received partially fired 1/16 with the pan disassembled and the reload body damaged. In addition, some drivers out of position and missing, the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 400c69, and no non-conformances were identified.

Event description:
It was reported that during an open colostomy closure, the device locked out at 1st stroke of 1st firing. The device was used on the ileum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.